Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr (lot f1312802) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci sales professional that a female patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 10 cm, 6f boston science super sheath. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6 mm. Peri-procedure, the patient was anti-coagulated with 3,000 units of heparin. Following the procedure, the physician who is in training, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that when the physician deployed the device, the sealant did not adhere to the arteriotomy. Most of the sealant came out of the patient when the balloon/catheter was removed but some of the sealant adhered to the vessel inside the patient. The patient was converted to 25 minutes of manual compression at which time hemostasis was achieved. It was noted that the patient was somewhat superficial (thin) but had enough tract to deploy. The patient was ambulated and discharged to home the same day with no clinical sequela noted.